Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D10 - intuitive surgical, inc. (Isi) received the sureform stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm/replicate the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. A review of the digital signal processor (dsp) log shows no firing failures but only three firing events. The instrument was returned with all twelve firings consumed. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have tears on the wrist cover. The tear is 0.12" in length. The root cause of this failure is attributed to mishandling/misuse. The instrument was transferred to engineering for further investigation. Engineering re-tested the instrument on an in-house system and fired on a test foam using a black reload. Firing was completed without any errors. Cut line and staple formation on the foam were normal. Staple line leak complaint was unable to be replicated. Additional observation not reported by site is the presence of staples lodged behind the I-beam. Two staples were removed through the clamp indicator window. Staples did not appear to affect initialization, as there were no initialization failures in the logs and initialization passed during in-house testing. The cause of lodged staples is attributed to a component failure. Review of the tool table found that the instrument was fired 12 times. Dsp log only showed three firing events because the logs were incomplete. In-house testing confirmed that the instrument had 0 uses remaining. A review of the instrument log for the curved-tip sureform stapler 45 instrument (part number: 480545-04, lot number: l90210322-0151) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk0081. The instrument was used 12 times during the procedure. The instrument was used for one hour and 21 minutes. Corrected information can be found in the following fields: b3 and d4 (batch sequence updated for the lot number). Updated information can be found in the following fields: d9, g3, g6, h2, and h3. Analysis results can be found in the following fields: h6 and h10.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sureform curved-tip stapler 45 instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. Verification of the event details and system log review were not performed since there is insufficient or unconfirmed product/event information. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the staple line leaked with unknown cause. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staple line leaked. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer reported ¿staple line leak/ failure to reload¿ with the sureform curved-tip stapler 45 instrument. There was no reported patient injury. Intuitive surgical (is) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful.